Event description:
It was reported that prior to battery replacement impedances were checked and showed greater than 10,000 ohms. They were out of range. It was noted that the patient was getting good stimulation results. Nothing was done with the lead at the time of the report. After the replacement the impedances were still high on all four leads, greater than 10,000 ohms. They were able to use other quad lead and got excellent results with stimulation for the patient.

Manufacturer narrative:
Concomitant medical products: product ID 3487a-45, lot# j0316118v, implanted: (B)(6) 2003, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 3487a-45, lot# j0316035v, implanted: (B)(6) 2003, product type: lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2003, product type: extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. (B)(4).